Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they removed the batteries and the device alarmed battery out limit. Customer also stated they had been in the rain and the device may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted. Unexpected battery out limit alarms could not be verified due to the keypad anomaly. Moisture damage was noted on the display board and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.